Manufacturer narrative:
(B)(4). The device has not been returned to physio-control for eval. After several f/u attempts with the customer, physio was unable to confirm if this particular device was removed from svc. The cause of the reported failure could not be determined.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons, which is an indication of a device power failure. There was no pt use associated with the reported failure.